Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while z6ms was connected. Investigation is in process

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00153) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during review of the service report, it was found that a usaquisitionhw_0 error occurred after connecting transducer to the system. It is believed that the probe caused the system to lock up. No additional information was provided. Multiple attempts were made to obtain additional information regarding the reported phenomenon but with no results.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00153) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it as determined that the possible root cause was due to the quality of the articulation sleeve material quality, liquid infiltration into articulation sleeve hole. The corrective and preventive action was to peform inspection and re-work on the articulation sleeve material. A new sleeve material change has been implemented since september 2016 as part of a CAPA. This transducer was manufactured prior to the CAPA.